Manufacturer narrative:
(B)(4). The complaint was duplicated during laboratory analysis. Per product surveillance technician (pst), the device under test (dut) safety monitor's air bubble detector (abd) could be turned on and would operate properly but when the cable / connection on the back was slightly moved, false air detection alarms occurred (light-emitting diode and audible alarms). After the abd card cover was removed for inspection, several fatigued and fractured solder connections at the abd connector pins were evident. This was the cause of the intermittent behavior. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist heard air bubble detector alarming without any air in a circuit. There was a bad connection on back of safety monitor. The air detector was changed out. There was a two minute delay in starting the procedure. The surgery was completed successfully, no adverse event was reported. Per clinical review: during priming, prior to cpb, the air bubble detector was enabled from the safety monitor and an alarm occurred. According to the certified clinical perfusionist (ccp), no air was visible but the air detector continued to alarm. The ccp grabbed a spare cable that connects the air sensor to the back of the safety monitor and he changed out this cable. The cable swap allowed air detection to be reset and the system was able to be used for the procedure. During the cable swap, the ccp mentioned that the air detection module seemed to be a little loose in the back of the safety monitor. The air detector was used for the procedure and the case was completed successfully. The troubleshooting did delay the start of the procedure by about 2 minutes. There was no associated blood loss and no harm was observed.